Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer's blood glucose was 206 mg/dl. The customer reverted to manual injections for insulin therapy.